Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture failure and dislodgement. The rv lead was explanted and replaced after no stable positions were found during repositioning. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.